Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802801 femoral head 60109698, 00620006020 acetabular shell 14985700, 00784501500 femoral stem 60053910. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not release the implant.the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01436, 0002648920-2019-00250.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to increased polyethylene wear causing localized tissue response approximately 15 years post implantation.attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of x-rays demonstrated vertical orientation of the l acetabular shell with an acetabular inclination angle of 70 degrees. Asymmetic positioning of the femoral head was identified within the shell, indicated wear of the poly liner. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.